Manufacturer narrative:
As reported, patient has experienced chronic pain, nerve entrapment and recurrence of hernia post implant of 3dmax mesh. Based on the information provided the degree to which the 3dmax mesh used to treat the patient, may have caused or contributed to the patient's postoperative course is unknown. Hernia recurrence and pain are identified in the adverse reaction section of the instructions-for-use (IFU), included with the product as possible complications. The warning section of the IFU states, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves, vessels, or the spermatic cord. Fastener penetration into underlying tissue containing nerves or blood vessels may result in the need for medical/surgical intervention, cause serious injury or permanent impairment to a body structure." Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent keyhole hernia (left inguinal) repair using a 3dmax mesh on (B)(6) 2024. Post surgery patient has experienced chronic pain, nerve entrapment and recurrence of the hernia. The condition is treated by otc medication for pain management. Patient had a consultation for neurectomy but has decided against this procedure for now. Current condition of the patient is stable and will have revision surgery to repair the hernia.